Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead, tricuspid valve impairment was caused by the rv leads, and patient experienced oedema, dyspnea, and increased tiredness. As, a result of the tricuspid valve impairment valve surgery was performed. The rv leads removed during the valve surgery. No further patient complications have been reported as a result of this event. The patient is a participant in the patient is a participant in the cardiovascular group (cvg) post approval clinical surveillance (pacs) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the patient experienced increasing renal dysfunction. Persistent renal anemia despite a ran esp the patient was admitted in the hospital. The 2 rv leads possibly caused the tricuspid valve to close more difficult, causing severe insufficiency. One active rv lead, and one non active rv lead were explanted and replaced. The patient is a participant in the post approval network cardiovascular group (pan cvg) clinical study.